Manufacturer narrative:
Concomitant medical products: product ID 8782, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving dilaudid (hydronorphone) 0.5mg/ml for a total dose of 0.08978mg/day, fentanyl 97mcg/ml for a total dose of 17mcg/day, and bupivacaine 20mg/ml for a total dose of 3.5mg/day via an implantable pump for spinal pain. It was reported that sometime in october of this year (2016) patient had a "dramatic" change in pain control; having more pain than usual. A catheter dye study was done in (B)(6) and reported that patient was told the return was "sluggish" and "it had dropped a level." It was noted patient reported that the only thing that was different during that period was that the patient took a very long car ride. Catheter dye study was performed in (B)(6) 2016 and flow was sluggish. A catheter revision/replacement was done today, (B)(6) 2016. Healthcare professional noted that the catheter was kinked at the anchor, and hcp was unable to aspirate cerebrospinal fluid. Hcp inserted a needle and flushed the catheter, after it had been removed from the intrathecal space, and flushed with some difficulty. It was noted the issue was resolved at time of report. Other medications patient was taking included: calcium, vitamin d, flonase, singulair, and imitrex. A surgical intervention did occur as described previously. Patient's medical history includes chronic neck and arm pain, bilateral, post cervical fusion c4-5. Patient's status was alive-no injury.

Manufacturer narrative:
Product event summary: evaluation determined that standard investigation is needed because it was reported that there was a catheter kink at anchor, unable to aspirate cerebrospinal fluid (csf), csf flow was sluggish, and return had "dropped a level." The reported information is an allegation that suggests a possible failure of a device, labeling, or packaging to meet specifications. An assessment of the source information indicates a potential relationship between the adverse event(s) reported and the alleged device failure. A new formal investigation is not needed because there is an existing formal investigation for an issue similar to the one identified in this event, and another investigation is not needed; reference formal investigation record (B)(4) - ascenda issues with kinks. The issue was determined to be similar because the event information met the inclusion criteria for the existing formal investigation; the supporting event information includes catheter was identified as an ascenda catheter and includes an allegation of potential kinks or kinks of the catheter. Concomitant products: product ID: 8782, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: catheter.

Event description:
Additional information received on 2016-dec-23 noted patient reported the change in pain control when company representative was speaking to the patient's pre-op. The catheter was/will be returned to medtronic for analysis.

Manufacturer narrative:
Analysis of the catheter revealed a kink in the catheter body. A kink was seen distal to the anchor. During pressure testing in the lab, this kinked area would occlude when the catheter was bent to a narrow radius.

Manufacturer narrative:
Concomitant products: product ID: 8782, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information was received from an implantable systems performance registry via a healthcare professional (hcp) on (B)(6) 2016. The rep had possession of the catheter and it had been replaced by a medtronic product. With the ¿dramatic¿ change in pain control that happened in (B)(6) 2016, it was noted that the patient was having ¿much more pain that usual.¿ the status of the device was that the explant was complete, and it had been returned to the manufacturer. The device diagnosis was a catheter kink and the clinical diagnosis was pain recurrence. On (B)(6) 2016, a catheter access port (cap) contrast study was performed and it was found that the cerebrospinal fluid was sluggish and somewhat positional, which indicated that it was perhaps an intermittent and/or partial kink. The pain recurrence test date was (B)(6) 2016. On (B)(6) 2016, the issue was resolved without sequela. Interventions included reprogramming the pump on (B)(6) 2016 with an unscheduled clinic/office visit. It was noted that the relationship of the event to the device/therapy was related, and that the relationship of the event to the implant procedure was not related. The device was the intrathecal/spinal portion of the catheter. The patient had stated that the intrathecal pump had been helpful ¿until one week ago.¿ the patient had been driving in a car ¿one week ago¿ and felt nausea and as if they lost pain control, with increased neck and arm pain. The patient stated that the nausea had decrease, however, the increased pain continued. The patient had similar symptoms ¿two years ago¿ and needed a catheter revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2017-mar-01. The patient stated that the catheter had to be replaced because it was either kinked or plugged. The catheter was replaced on (B)(6) 2016.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8782, serial# (B)(4) implanted: (B)(6 ) 2014, explanted: (B)(6) 2016, product type: catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.